Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell three of five. The hp could not answer questions about the bag connection and was not sure what the technical service representative (tsr) was asking. The tsr assisted the hp in clearing the alarm and in ending therapy. No adverse event was indicated in association with this report. No additional information is available.